Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that contrast fluid leaked from the bd venflon¿ pro safety shielded IV catheter injection port during use. The following information was provided by the initial reporter: "patient was cannulated with a blue cannula and position checked with 10 mls saline. Cannula was deemed fine to use. Omnipaque 300 was injected through cannula using injector pump 2.5 mls/s. The blue port began to leak the contrast and injection was stopped. When the patients arm was checked again, a good flow of blood returned when the end cap was removed and saline flushed through the cannula perfectly as before. It was decided to tape down the blue port and try again at 2 mls/s. It worked fine."

Event description:
It was reported that contrast fluid leaked from the bd venflon¿ pro safety shielded IV catheter injection port during use. The following information was provided by the initial reporter: "patient was cannulated with a blue cannula and position checked with 10 mls saline. Cannula was deemed fine to use. Omnipaque 300 was injected through cannula using injector pump 2.5 mls/s. The blue port began to leak the contrast and injection was stopped. When the patients arm was checked again, a good flow of blood returned when the end cap was removed and saline flushed through the cannula perfectly as before. It was decided to tape down the blue port and try again at 2mls/s. It worked fine."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/21/2020. H.6. Investigation: one used cannula hub and one unit package was received by our quality team for evaluation. Upon visual inspection of the sample, a damaged valve was observed through the injection port. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the damaged valve. Bd is investigating this issue, CAPA#1379444, and is in the process of implementing the appropriate corrective actions in order to improve the customer and patient experience.